Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was implanted. No adverse patient effects were reported.